Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.